Event description:
A 3.5mm diameter x 24mm length ave gfx stent was successfully placed at the target lesion in the circumflex coronary artery proximal to a previously deployed 3.0mm diameter x 30mm length ave micro stent ii, which covered the distal portion of the lesion. The deployed stents were post dilated with a 3.75mm diameter ptca balloon with multiple infections along the entire length or the stents. After post dilatation, intravascular ultrasound revealed that the proximal stent segments were protruding into the left main artery. A 4.5mm diameter ptca balloon was inserted and the segments were dilated to match the diameter of the left main artery. There was no alteration in bloodflow to the stented vessel or to the left anterior desending artery, and the pt remained stable. However, the physician decided to send the pt to "elective" coronary artery bypass surgery. There was no add'l clinical sequelae reported relative to the event.